Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose level. Customer did not provide a bg value. The cause for the reported elevated bg levels was unknown. Customer reverted to an alternate pump to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.